Event description:
It was reported that the instrument began to smoke during a procedure. The instrument was removed from the patient and the surgery was completed with another permanent cautery hook instrument. No patient harm, adverse outcome or injury was reported. The surgical procedure was not significantly lengthened due to the instrument exchange.